Event description:
Procedure: ventral hernia repair. According to the reporter: the patient was operated on using a competitor's mesh approximately 2 yrs ago. The patient returned to the or in early 2009 to remove competitor's mesh, (recurrence around the lateral edge of the mesh occurred). The surgeon removed the competitor's mesh the same day and used the device. The patient returned a week later, for re-op to remove the parietex, due to a tear in the middle part of the mesh away from the edge. The bowel became strangulated. A round piece of parietex was used (no size given) to repair. Per surgeon, the patient was ok.